Event description:
It was reported that when a vns patient¿s device is on it had an effect of av node block. Systems diagnostics were reported to be fine. The physician lowered the stimulation on time in the hope of resolving it. The physician then turned the device off and that resolved the symptoms. When the device was turned back on the problem returned. A holter monitor was used and seems to confirm that when vns is on there's a cardiac response. The device was left off to see what happens. Additional relevant information has not been received to-date.

Event description:
Follow-up to the treating provider indicated the patient is doing ok.

Event description:
Follow-up from the provider indicated the vns is believed to be causing the cardiac symptoms. The specific effect of the av node block was bradycardia as the patient¿s heartrate went down to 30 beats per minute. The patient was placed on an EKG/event monitor and was referred to cardiology. They dynamically adjusted the vns parameters guided by the EKG.